Event description:
This was a lead extraction procedure to remove three leads due to cied system infection and venous occlusion. A previous attempt to extract one of the leads, the sjm ra pacing (model unknown), was unsuccessful in 2010, so the lead was abandoned and a new lead (1688 ra pacing) was implanted at that time. This procedure was being done to extract all three leads (including the previously abandoned lead). The ra and rv leads were prepped with liberators and the previously abandoned atrial lead was locked with a bulldog/onetie combination. The physician used an 11f tightrail with outer sheath to extract the 1688 atrial lead successfully. Moving to the 1226 ventricular lead with the tightrail, progression was made down to the tricuspid valve when the physician switched to a 16f glidelight for about 2 minutes of lasing, then to a telescoping sheath, without further progress. At this point, the physician decided to try to extract the previously abandoned atrial lead with a tightrail. Because the 11f tightrail did not have the necessary ID to accommodate this lead, a 13f tightrail was used. Progression was made with the tightrail, without outer sheath, to the distal end of the atrial lead, where the lead was inadvertently damaged by the tightrail. It was at this time that it was noted that the tightrail had also damaged the rv lead (1226) which was not the targeted lead at that time (although it was planned for extraction during the case). The physician had to snare both the rv and remaining ra lead via a femoral approach, leaving only the tip of the atrial lead behind. The physician deemed the procedure a success, commenting that the lead in question typically falls apart during an extraction. The patient experienced no adverse effects from the procedure and was discharged per operative plan.